Event description:
It was reported that a physician was experiencing communication issues with his programming system. The physician had multiple programming systems, so no patient therapy was affected. The physician tried replacing the wand battery and the issue did not resolve. The sales representative recreated the issue with a demo generator. The serial cable was replaced with a known good serial cable and the issue was resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. The malfunctioning cable was discarded after it was identified as the contributing cause.